Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found a worn out blood sampling valve, bsv, actuator. He replaced the bsv actuator and ran reproducibility in both auto and manual mode and the instrument ran without any leaks and low hgb. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed a fluid leak of a few drops from the secondary probe of a coulter lh 500 hematology analyzer while running controls. The leak was not contained within the instrument and hemoglobin, hgb, was low on secondary mode reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, face shield and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.